Manufacturer narrative:
Additional device product code: mni. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially on (B)(6) 2016 the patient underwent a lumbar spine fusion procedure. Patient was revised on (B)(6) 2019 for an unknown reason. During the revision procedure, the broken screw was noticed after removing the rod and set screw. No driver was on the broken screw at the time it was discovered. Surgeon removed and extended the construct with competitor's system. No further information is available. Concomitant device reported: 5.5 exp verse unitized set scr (part# 199721001, lot# unknown, quantity 4); mmsi rod prebent, 5.5 x45mm, t (part# 179772045, lot# unknown, quantity 2); 5.5 exp verse fen scr 6.0x45 (part# 199723645, lot# unknown, quantity 3). This report is for one (1) 5.5 exp verse fen scr 6.0x45. This is report 1 of 1 for complaint (B)(4).